Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. It was discovered that the patient has not undergone any medical or surgical interventions and there have been no reports of scheduled or required interventions. Please therefore disregard this report. (B)(4).

Event description:
It was reported the patient has undergone multiple manipulations under anesthesia due to pain.